Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the guideline was getting stuck, and an incomplete ap trace was acknowledged. As a result, a new catheter was used. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint that the "guideline was getting stuck" is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the guideline was getting stuck, and an incomplete ap trace was acknowledged. As a result, a new catheter was used. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). The reported complaint that the "guideline was getting stuck" is confirmed. The sample was returned for investigation. The serial number recorded on the complaint report matches the serial number on the returned sample. The lot number recorded on the complaint report matches the lot number on the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned iabc. The sample was returned in a cardboard box and was loosely packed within the original box. Returned with the sample were the supplied data-scope inflation driveline tubing and semi-finished kit components including a 0.025in guidewire, pre-dilator and 9fr dilator; no damage or abnormalities were noted to the returned components. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Numerous kinks to the iabc central lumen were noted at approximately 22.8cm, 30.8cm, 32cm, 32.9cm, 34.4cm, 35.9cm, 36.6cm, 37.4cm, 40.3cm, 43.2cm, 44.4cm, 45.6cm, 46.3cm, 47.3cm, 49.1cm and 50.9cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 22.8cm, 30.7cm, 32cm, 32.8cm, 34.6cm, 36.1cm, 36.8cm, 37.5cm, 40.5cm, 43.4cm, 44.4cm, 45.7cm, 46.2cm, 47.4cm, 49.1cm and 51cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 34.1cm, 36cm, 37.7cm, 38.9cm, 39.4cm, 40.7cm, 41.7cm, 44.6cm, 47.6cm, 48.3cm, 49cm, 50.5cm, 52.3cm, 53.1cm, 54.4cm and 62.3cm from the iabc luer, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the kinked central lumen. The root cause of the kinked central lumen is undetermined. The most probable potential cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that the guideline was getting stuck, and an incomplete ap trace was acknowledged. As a result, a new catheter was used. There was no report of patient complications, serious injury, or death.